Event description:
A male with known medical history of diabetes, alcoholism, and schizophrenia presented to the hospital in 2007 with unstable angina. A diagnostic cath was performed on the next day, which documented 3-vessel disease. No intervention was performed, and the patient was to be referred for surgical consult. The mynx vascular closure device was used and hemostasis was successfully achieved, however, his post catheterization course was complicated by combativeness, delusions, and noncompliance to bedrest, which reportedly required ativan and restraints. Based on medical record, the next morning the patient reportedly fell while ambulating, vomited due to alcohol withdrawal, and based on symptomatology, was suspected to have a deep vein thrombosis (dvt). Patient demanded to go home, however a doppler ultrasound and bloodwork was requested from the physician. Doppler ultrasound was negative for hematoma or pseudoaneurysm, however did document slow venous flow consistent with dvt. Patient left against medical advice prior to blood work being performed, and was sent home with lovenox for treatment of dvt on the following day. The patient returned to the hospital on four days later, after falling and hitting his head outside of his home, according to his family. Extensive bruising and hematoma were noted. His hematocrit was 21 (hct of 35 post procedure on original date), and oxygen saturation was low. The patient was given a blood transfusion, however the patient expired on the evening of five days later, due to lactic acidosis.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided. Therefore, a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet specification and that it did not perform in accordance with its specifications and the IFU. The relationship of death from lactic acidosis to the closure procedure 5 days earlier is unclear. The mynx device was used in the early portion of this patient's admission for unstable angina without complication. Afterwards, the patient had a series of intervening neuropsychiatric, hematologic, and traumatic conditions, which may have caused or contributed to his acidosis. The physician was asked to comment on the potential relationship of the mynx device to the patient's death. With regard to the death, the physician's remarks were as follows: "there is no cause and effect between the death and the use of the mynx. We did a thorough analysis with the review committee at the hospital. The death had to do with many other variables."